Event description:
The pt was implanted with an eonc ipg in 2008. It was reported that the pt developed an infection and the ipg was explanted the following month. The physician has not made any comments on the cause of the pt's reported infection. The explanted device was discarded by the hospital and not returned to ans for eval.

Manufacturer narrative:
Additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Ans inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the pt's physician regarding medical history.